Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump housing was damaged. Reportedly, the damage prevented the customer from loading a cartridge. The customer's blood glucose level was 241 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.